Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v391132, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported that they had a sudden return of symptoms that occurred daily following a fall. The patient fell on her implantable neuro stimulator (ins). The patient had increased frequency the past two weeks and went to the bathroom 10 x's a night vs her previous 5 x's a night. The stimulation issue was not related to positional movement. The patient had gone in for several adjustments and nothing had helped. She discussed her fall with her health care provider (hcp) on (B)(6) 2015. She went to see her hcp because she had stomach pain at night and nausea. The hcp who is not trained in this therapy and does not manage the device told her that is was her bladder device irritating her stomach and that he couldn't do anything for her until she had it checked out. The anatomy of the device was reviewed with the patient that the lead was connected to the sacral nerve and not her bladder. It was highly unlikely that the gi symptoms were related to the device but it was possible and the hcp would have to make that determination. The patient's nurse noted that the patient had increased frequency and would like a manufacturer representative to help make programming changes. The patient would be visiting her hcp's office on (B)(6) 2015 for reprogramming. The indications-for-use were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.